Event description:
It was reported that there was a red alert due to a high out of range shock lead impedance measurement measuring 125 ohms. Technical services (ts) informed there was a gradual rise over the last year from 98 ohms to 125 ohms. Ts recommended to see the patient with a programmer to reset the alert condition and to increase the upper rate limit to 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.